Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that the plunger on their insulin pump was not working properly. The patient's blood glucose level was 227 mg/dl at the time of the incident. The customer stated that that they were not able to screw the plunger back in and could not push air out of the reservoir. The customer returned the reservoir for analysis.